Event description:
It was reported that during a tfn procedure, surgeon had the nail placed and the helical blade in position. When he attempted to remove the connecting screw, the end broke off. The surgeon attempted to remove the construct with a mallet and finally used the broken screw removal set to remove the connecting screw and the construct. As the nail and blade were already placed, surgeon completed the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR was reviewed and no issues that would have resulted in this complaint were found. The helical blade coupling screw was received in two pieces however the weld was broken at the shaft connection to the knob. There were numerous deep dents on the top and edges of the knob. The threads on the end were still intact and a helical blade was successfully attached to the coupling screw. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date: (B)(6) 2012.

Event description:
This is report 1 of 1 for complaint (B)(4).